Manufacturer narrative:
04 jun 2026 se correction: b5 statement "programming changes were made" should have been "programming changes were anticipated".

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were anticipated. The patient was being monitored. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was being monitored. The patient was stable.